Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that while setting up for a bone scan, the detectors on a brightview xct system continued to travel after the buttons were released on the hand controller. An emergency stop was activated; however, the detector motion did not halt and detector two made contact with the patient pallet, lifting it from the table. The patient was removed from the system and there was no report of injury.

Manufacturer narrative:
On (B)(6) 2017, the customer reported a 5-10 second delay of the hand controller initiated commands of the table/detector motion. The customer contacted a 3rd party field service engineer (fse) and they advised the hand controller be removed from service until it could be evaluated. The customer placed tape over the hand controller to indicate the intention that it not be used and returned it to the cradle. On (B)(6) 2017, another staff member thought the hand controller was ok to use, since it was in the cradle, and utilized it for patient positioning prior to scanning. After the operator released the motion enable command for detector radius motion, the detectors continued the motion inward. The operator activated the collision detection system and successfully triggered an emergency stop (e-stop), halting the system motion. The operator then put the system in collision override via the touchscreen to allow removal of the patient. Detector radius inward motion resumed. A second e-stop was attempted by the operator by activating a collision sensor; this action did not halt system motion (system was in collision override). A second operator activated the e-stop at the end of the bed. Radius motion did not halt. The operators were unable to remove the patient by pulling on the pallet as it would not release. Another e-stop on the side of the gantry, was activated and motion was still not halted. Detector two continued motion and lifted the pallet off the bed. It became necessary to remove the patient physically from the system. The customer reported motion continued until the system limit was met. The system generated a beeping sound after the collision override was initiated, and then throughout the remainder of the event. The event occurred prior to a patient scan but during patient positioning. The patient had not yet been injected. The patient scan was successfully completed on another system at the site. There was no harm. The 3rd party fse evaluated the system by testing all system e-stops, both detectors for collision sensor function, system motion, and all tested within normal function. There were no stuck buttons found on the hand controller. The fse confirmed the system moves but stops when an object comes in front of the detectors and e-stop activation in a collision override state halted all system motion. The fse was unable to reproduce the issue. The fse replaced the hand controller and the issue has not recurred. A philips national support specialist (nss) performed an onsite system evaluation and was able to reproduce the issue by continually depressing the detector 2 radius in button and the fast button simultaneously on the hand controller, having the system in override and while creating a collision. The nss concluded the following: the original hand controller was continuously transmitting; the e-stop functioned as expected as there was no motion during the e-stop activation with motion resuming once the e-stop was released; the event was a result of a faulty hand controller and the system being operated in override. Philips engineering reviewed the system log files and reported the touch screen log file showed that the e-stop circuitry prevented motion which was being commanded by a defective hand control. The logs do not show any motion during the time that e-stop was active, but as soon as the e-stop condition was cleared, unexpected motion occurred after e-stop occurred because the hand control was still issuing a motion command to the gantry. The gantry software behaved as expected based on the state of the system override and the motion commands that it was receiving. The hand controller was sent to philips for evaluation. The hand controller functioned normally during the testing performed by philips engineering. System motion was halted when a second collision occurred on a collimator even in the override state. For the motion to resume, a button on the hand control needed to be released and actuated again. The brightview spect instructions for use (IFU) warns the operator to use extreme caution when operating the system in collision override mode and although the system still beeps, all collision detections systems are disabled in this state. The fse replaced the hand controller to resolve the issue. The cause of this malfunction was a faulty hand controller. The hand control continued to transmit the motion command to the gantry after an e-stop occurred and was cleared. The system is operational and in clinical use.